Event description:
It was reported that the insulin pump alarmed during the prime rewind process. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. No alarm noted during testing.